Manufacturer narrative:
Meter returned: 07/21/09 - biosite received and decontaminated 1 inratio meter (s/n (B)(4)) and 16 strips (ln# 213038). No corrective action is required as no product deficiency was established. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1, inratio: 2.3, reference: 1.1, mean: 1.70, confidence-limits: 1.2-2.3. Set 2, inratio: 3.3, reference: 2.3, mean: 2.80, confidence-limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. In-house accuracy test. Test date: donor 1 ((B)(6) 2009), donor 2 ((B)(6) 2009). Meters sn: returned meter ((B)(4)), in-house meters ((B)(4), (B)(4)). Returned strip: (B)(4). Comparative sys: sysmex 560, 2 two therapeutic donors. Results ((B)(4)). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria - no further action is required. No strip deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.3; hospital lab-inr: 1.1. Meter-inr: 3.3; hospital lab-inr: 2.3 (day before).